Manufacturer narrative:
Date of event estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-17800. It was reported that patient had ineffective stimulation following a fall. Surgical intervention took place on (B)(6) 2022 were the scs system was explanted and replaced to address the issue. Therapy was restored post-op.